Event description:
In the nicu, we experienced 4 instances of IV fluids leaking around the bd q syte- 2 appeared cracked, through PICC lines and pcvc line. Tpn and plain IV solutions were administered. One baby required a fluid bolus. No other harm to infants.======================manufacturer response for adaptor q syte luer access, adaptor q syte luer access (per site reporter).======================we removed the noted lot numbers; made arrangements for replacement.